Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a lancet holder damage issue with her onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 before dinner, the patient reported the alleged issue began. It is unclear if the patient was able to test her blood glucose regardless, using a back up lancing device or manually pricking her fingers. The patient reported using a combination of medications including ephedra insulin, 6 units 3 times a day and lantus insulin 32 units before bed. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1-2 days after the alleged issue started, she developed symptoms which she associated with low blood glucose including "diaphoresis and nausea." The patient reported on (B)(6) 2012 or (B)(6) 2012 at 3:00am, she drank some orange juice, 20 minutes later, her symptoms were relieved. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and it was not the first time the lancing device had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims, due to the alleged issue, she was unable to test her blood glucose, developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue began.

Manufacturer narrative:
The lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the onetouch lancing device involved with this complaint failed testing. The lancing holder cup on the lancing device was broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.